Event description:
During teaching session and follow up trialing, there have been instances of fluid regression in the tubing after it has been fully primed, causing air to be present at the end of the line before it is hooked to the patient. Further trialing showed the same result of air at the end of the line. In both instances, sapphire 1.2 micron filter lot number 0347.0107.10 the teaching instruction had to change, which included clamping tubing after priming to stop regression of fluid in the tubing. Follow up after additional investigation, home care was able to establish that tubing from other lot numbers did not cause regression if unclamped. The tubing lot number identified in the summary was removed from patient supplies. Because other lot numbers are functioning as designed no follow-up education to staff will be necessary. We currently process according to manufacturer's instructions. Exact steps documented of occurrence: new sapphire tubing lot 0347.0107.10, water ivf, and sapphire pump used. Pump was primed, filter held upside down. Tubing primed using the pump to the end of the tubing. Tubing not clamped. Cap still in place. Tubing remained on the pump. Upon stopping priming and bringing the tubing to the simulated connection site, the ivf regressed 3-5¿ back into the tubing. Photos taken. Small bubble noted proximal to the filter. Pump and tubing were on my desk. The simulated connection was 9-12¿ above the pump and ivf. The sapphire tubing was primed with air to clear the tubing. The filter seemed to empty but the distal tubing did not empty because the filter is an air eliminating filter? Tubing remained on the pump. Once priming was stopped and there was air in the line, and the tubing was not clamped, again the ivf regressed back into the tubing ~ 3-5¿. Primed the tubing with ivf all the way to the end of the tubing. Tubing was not clamped. This time, ¼-1/2¿ backflow of air or regression was noted. Tubing remained on the pump. (The filter might be fully saturated?) Repeated step 2 and 3-5¿ regression noted. Repeated step 3. ¼-1/2¿ regression. Repeated step 2 and 3-5¿ regression noted. Repeated step 3. ¼-1/2¿ regression. No regression noted if tubing is clamped immediately after priming. No patients were involved during this event and no harm occurred. Packaging was saved.